Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address clunking. Update - (B)(6) 2011 - legal claim alleges by (B)(6) 2008, the intense hip pain and constant grinding sensation accompanying range of motions for pt to undergo right hip arthroscopy. During this procedure, pt's physician discovered gray synovial tissue surrounding the head of the prosthesis. With visible fragments of metal embedded in the tissue. After performing a synovectomy, they also noted severe pitting of the acetabular component. The surgeons lavaged the joint, finding no other loose bodies of fragments and determining that the severe metal wear of the acetabular component was the cause of the pt's painful symptoms. Pt underwent revision surgery on (B)(6) 2009.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.